Manufacturer narrative:
The tech replaced the brake connecting rod with a brake upgrade kit to resolve the issue.

Event description:
The tech alleged the head end brakes would not hold. No pt impact.